Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found no visible physical damage. There was no evidence found in the device's event history log. Functional testing was able to duplicate the reported problem. It was determined that the faulty microprocessor unit board was the root cause. The mpu board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a system fault error, code 46011/0004. There was unknown patient involvement.